Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump alarmed for critical pump error as exposed to water in pool during swimming. Customer¿s blood glucose was 201mg/dl at time of incident. Customer advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be return for analysis.

Manufacturer narrative:
Unit was received with blank display anomaly due to moisture damage on electronics assembly. Unable to performed displacement, rewind, seating and basic occlusion due to blank display. Unable to verify critical pump error due to blank display. Unit was received with cracked retainer, cracked battery tube threads, cracked case at battery tube side, minor scratched display window, missing display window cover, fading serial number label and scratched case.